Manufacturer narrative:
The recipient continues to experience pain with and without device use. There is no sign of redness or irritation at the implant site. The recipient is taking medication and botox injections to manage the pain around the implant site as well as headaches and migraines. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issue have reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain around the implant site and facial nerve stimulation with and without device use. The recipient is undergoing medical management. Programming adjustments were made, however, the issue did not resolve.